Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced on-going, continuous elevated blood glucose (bg) levels. Blood glucose (bg) level was ¿high¿, however, a specific value was not provided. Cause was not known. The customer changed their ifs and cartridge to resolve each issue. Recommendation was made to consult with a healthcare provider regarding diabetes management.